Event description:
Consumer called to report meter giving various readings. Analysis run on clark error grid using mean average readings (360) as reference point vs. Bd readings (120, 600) yielded some data points in the c/d range of the grid, outside acceptable limits.